Manufacturer narrative:
One used sample was returned and examined. Visual inspection did not observe any damages, issues or anomalies with the returned product. Upon pressurization, the cuff fully inflated and remained pressurized until deflated by the product investigator. The reported product fault could not be duplicated. The returned product sample was found to operate within specification.

Event description:
A report was received stating the listed tracheostomy tube was checked for leaks prior to use with no leaks observed. After an unk amount of time in use, the device was reportedly found leaking at the cuff. No permanent adverse effects to pt reported.